Event description:
Case description: batch number of novopen 5 was requested but could not be obtained, batch number of novomix 30 penfill was unknown. Investigational results: name: novopen 5, batch number: unknown, no investigation was possible, because neither sample nor batch number was available. Name: novomix 30 penfill. Batch number: unknown, no investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: batch number of novomix updated to unknown. Investigation results updated. Device tab: is non-reportable updated to no and malfunction updated to no device addendum: annex b c d g codes updated. EU/ca tab : expected date of follow up removed, final report was ticked, further investigation field was updated. CAPA comment updated in eol. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2026-00013. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer comment: 22-feb-2026: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Elderly age of the patient and underlying medical condition of type 2 diabetes mellitus are significant confounding factors for the development of blood glucose fluctuations. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novomix 30 penfill. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hospitalized for fluctuating blood glucose [blood glucose fluctuation] previously had one piece of novopen 5 which broke [device breakage]. Case description: this serious spontaneous case from china was reported by a consumer as "hospitalized for fluctuating blood glucose(blood glucose fluctuation)" with an unspecified onset date , "previously had one piece of novopen 5 which broke(device breakage)" with an unspecified onset date and concerned a 67 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes", , novomix 30 penfill (insulin as part 100 u/ml, insulin as part protamine 100 u/ml) from unknown start date for "type 2 diabetes", patient's height, weight and body mass index were not reported. Current condition: type 2 diabetes(duration was not reported). Concomitant medications included - novofine (30g)(needle). On an unknown date patient had one piece of novopen 5 which broke. On an unknown date about eight years earlier the patient had been hospitalized for fluctuating blood glucose. Batch numbers: novopen 5: requested; novomix 30 penfill: 2025032163; action taken to novopen 5 was not reported. Action taken to novomix 30 penfill was not reported. The outcome for the event "hospitalized for fluctuating blood glucose(blood glucose fluctuation)" was unknown. The outcome for the event "previously had one piece of novopen 5 which broke(device breakage)" was unknown. Reporter's causality (novopen 5) - hospitalized for fluctuating blood glucose(blood glucose fluctuation) : unknown. Previously had one piece of novopen 5 which broke(device breakage) : unknown. Company's causality (novopen 5) - hospitalized for fluctuating blood glucose(blood glucose fluctuation) : possible previously had one piece of novopen 5 which broke(device breakage): possible reporter's causality (novomix 30 penfill) - hospitalized for fluctuating blood glucose(blood glucose fluctuation) : unknown previously had one piece of novopen 5 which broke(device breakage): unknown. Company's causality (novomix 30 penfill) - hospitalized for fluctuating blood glucose(blood glucose fluctuation): possible previously had one piece of novopen 5 which broke(device breakage) : possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.